Event description:
It was reported that a pt underwent an arthroscopic shoulder procedure, using two opus speedscrew 5.5 implants. Allegedly, there was an internal suture break and screw defect. It is unk if this event occurred at implant or post-operative. No further info is available.

Manufacturer narrative:
The pt's age has been requested but not received. The second device used in this procedure has been filed under MDR 2032380-2011-00088.